Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted a damaged main body and broken occluder legs. The reported condition was verified. The cause of the leak was due to the damaged main body and occluder legs, however the cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed. It was further reported that the transfer set line key does not allow the proper closing. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.